Event description:
It was reported that during procedure, the fiber tip broke off inside the patient and was retrieved using a basket. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Block b3: date of event was approximated to december 1, 2025, based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: date of event was approximated to december 1, 2025, based on the date the manufacturer became aware of the event. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without product return and proper evaluation of the device, the most probable cause that contributed to the event remains unknown. A review of device history was not performed as the lot number is unknown, and ship history review did not return any probable lots. A labeling review was performed on the device instructions for use (IFU). The IFU cited: in soft tissue applications, it is helpful to move the distal tip back and forth or side to side to prevent the tip from sticking to tissue. Care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. Based on the information provided, unable to exclude device problem is selected as the most probable cause for the complaint, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during procedure, the fiber tip broke off inside the patient and was retrieved using a basket. The procedure was completed using another of the same device. There were no patient complications.